Event description:
It was reported that the user experienced an elevated blood glucose and during the event the user attempted to correct elevated glucose by announcing multiple meals, and a bent infusion set cannula was later found as the cause, consistent with improper or incorrect use and involving the user interface. The user experienced a blood glucose peak of 401 mg/dl with no associated clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication and analysis of information provided. Investigation of this case revealed no intrinsic device problem, with a usage problem identified related to meal announcements as correction behavior for a bent cannula, and the relevant device component was the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.

Manufacturer narrative:
This supplemental report is being submitted to correct the previously submitted annex e clinical symptom coding.